Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: concerning the physician¿s concern of excessive pump speed in relation to hemolysis, 6600 rpm to elicit a blood flow of 2.3 l/min on a 46 kg patient could potentially prove suboptimal blood flow or occlusion; however, this event more than likely is attributed to multiple factors including (but not all inclusive) vascular catheter complications, disease processes such a rhabdomyolysis, patient¿s physiological response to ECMO, sedation settings and concomitant therapy or support. There was no indication the patient experienced a serious injury as a result of hemolysis leading to hematuria. Additionally, hemolysis is a known consequence of routine ECMO support with a multitude of causes. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/xenios product.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 who experienced hematuria during support. It was reported the patient showed hematuria following 10 hours of venoarterial ECMO support utilizing the xlung kit 230. The patient¿s physician felt the excessive pump speed might have led to the destruction of red blood cells (hemolysis) that caused hematuria. Upon review of the provided photographic evidence, the ECMO settings included a blood flow of 2.4 l/min at 6600 rpm. P1 values presented with -23 mmhg and p2 values presented with 223 mmhg, demonstrating a delta pressure of 246. Pictures of the patient¿s urine collection bag showed dark amber turbid urine, demonstrating hematuria. It was not reported whether the patient was able to continue ECMO support utilizing the xlung kit 230 or if there was a device or product exchange. Multiple attempts were made to acquire further details concerning this patient¿s hematuria; however, no additional information was obtained. As a result, full patient demographics, rationale for ECMO support, root cause of the patient¿s hematuria and the patient¿s current disposition remain unknown.

Manufacturer narrative:
Additional information: b5, d4 plant investigation: the complaint sample was not available for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. In addition, there were no further complaints regarding this issue against the reported batch number. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. There were no deviations in the manufacturing documentation concerning the failure pattern at hand. Based on the available information, a cause for the reported event could not be established. Clinical review: concerning the physician¿s concern of excessive pump speed in relation to hemolysis, 6600 rpm to elicit a blood flow of 2.3 l/min on a 46 kg patient could potentially prove suboptimal blood flow or occlusion; however, this event more than likely is attributed to multiple factors including (but not all inclusive) vascular catheter complications, disease processes such a rhabdomyolysis, patient¿s physiological response to ECMO, sedation settings and concomitant therapy or support. There was no indication the patient experienced a serious injury as a result of hemolysis leading to hematuria. Additionally, hemolysis is a known consequence of routine ECMO support with a multitude of causes. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius/xenios product.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) utilizing the xlung kit 230 experienced hematuria following 10 hours of venoarterial ECMO support. The patient¿s physician felt the excessive pump speed might have led to the destruction of red blood cells (hemolysis) that caused hematuria. Upon review of the provided photographic evidence, the ECMO settings included a blood flow of 2.4 l/min at 6600 rpm. P1 values presented with -23 mmhg and p2 values presented with 223 mmhg, demonstrating a delta pressure of 246. Pictures of the patient¿s urine collection bag showed dark amber turbid urine, demonstrating hematuria. It was not reported whether the patient was able to continue ECMO support utilizing the xlung kit 230 or if there was a device or product exchange. Upon follow-up it was reported the patient's estimated blood loss was 50 ml as a result of this event. Further follow-up attempts were made to acquire additional details concerning this patient¿s hematuria; however, no additional information was obtained. As a result, rationale for ECMO support, root cause of the patient¿s hematuria and the patient¿s current disposition remain unknown. The sample was not available for return for product investigation.